Event description:
A report was received from the field indicating that two or more acmi scopes and 14 or more olympus scopes were damaged after being processed in the sterrad nx. The initial reporter indicated that they have had this issue for approx two months. The acmi scopes are approx six weeks old and the bending rubber on the scopes is coming off. The caller did not know if an et0 cap was in place at the time the scopes were processed. The customer is seeing the same issue on 14 or more olympus scopes. They are also seeing an increase in pin holes/pin holes leaks.

Manufacturer narrative:
(B)(4) damaged devices. The initial reporter did not have specific model numbers or info regarding the cleaning process of the scopes. The customer did not provide any info regarding the use of the instruments other than they are used in urology. He did, however, report that they soak the instruments in cidex before they are processed in the sterrad. The customer reported that in 2008, olympus indicated to them that their urology scopes were "immune" to the sterrad nx. The customer reported that acmi will honor their original warranty even though acmi has changed its stance on compatibility of their devices with the nx. He also indicated that the damage rate on their scopes has been greatly reduced and suspects that olympus changed its formulation of its epoxy to something more compatible with the nx. In 10/2007, a corrective and preventive action was initiated by asp and a customer letter sent to all sterrad systems users to directly contact the device MFR regarding material compatibility and functional performance questions of the device with the sterrad systems. At the time this complaint was received a review of the complaint history indicated that no significant trend was observed. The rate of complaints reported for "damaged devices" had remained consistently below 4 defects per million opportunities (dpmo) since the field action was initiated. Asp will continue to track and trend. Add'l medwatch forms will be submitted for each individual event when and if add'l info is obtained. This is one of four 3500a reports being submitted for this event. Please reference MFR report numbers: 2084725-2009-00641, 2084725-2009-00642, and 2084725-2009-00643.